Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported has been verified and repaired. The following repair activities were performed: performed service and repair functions. Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. Replaced left side door assy. (Missing magnet) to correct issue. Also, performed software upgrade to the latest versions. Replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by customer service that during a knee surgery the fill chamber of the fms vue pump would not fill; the wheel was not spinning. There was no patient harm and the procedure was completed with another pump with a five (5) minute delay.